Event description:
The customer reported to customer service that when using the hydrogel pads, her breasts around her nipples were burned. She was treated by a physician and was prescribed medication.

Manufacturer narrative:
In a f/u with the customer, she indicated that the first time using the gel pad at the (B)(6) 2011 or the (B)(6) 2012, she experienced a sudden burning sensation on both breasts. She removed the gel pads and the skin around the nipples on both breasts was burned. She called her doctor who recommended an over-the-counter cortisone cream. She later visited her doctor who prescribed medication for pain. She experienced a burning pain and itchiness for one month and still has marks on her breasts around her nipples, but they are fading. She did not contact medela at the time of the incident and she no longer has the gel pads or the packaging; she thinks she may have disposed of it all. The customer appears to have experienced an allergic reaction to the gel pads. Should add'l info resulting in new, changed, or corrected info, a f/u report will be filed. We will monitor complaints for similar issues.